Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks. It was noted that the implantable cardiac defibrillator exhibited oversensing. It was believed that the patient's left ventricular assist device was the source of oversensing; it might have migrated and was close to the patient's ICD. The device was successfully reprogrammed and the patient will continue to be monitored. The patient was stable post event.